Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for low blood glucose. Customer's blood glucose was 50 mg/dl. Customer states the icon is showing low when in reality he has insulin in the reservoir. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and displacement accuracy test. Set the low reservoir reminder alarm for 20 units, installed a water filled test reservoir, and primed the pump. Verified the test reservoir had 63.9 units left at the reservoir and on the display. Several boluses were programmed and delivered. The low reservoir alarm activated properly at 19.9 units left. Continued with an additional 25-unit bolus delivery and the reservoir estimate at 0 u alarm activated properly. All boluses delivered properly and were listed in the daily history screen. No delivery, low reservoir or reservoir estimate at 0 u alarm anomalies noted. The pump was received with scratched case, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.